Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained fentanyl (lot number ngp444248h) with an unknown concentration and dose. It was reported the patient was complaining of increase in daily pain. The physician reported a discrepancy in refill volume of 3-4 cc. The event was reported to have occurred/started on (B)(6) 2017. There were no environmental/external/patient factors that might have led or contributed to the issue. The logs were checked with no motor stalls. The pump was replaced on (B)(6) 2017, and would be returned for analysis. The issue was resolved at the time of the report. The patient weight was unknown. Patient medical history was unknown. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
Correction/clarification: it was previously reported that the lot number of fentanyl was (B)(6), however (B)(6) is the serial number of the replacement pump the patient was implanted with on (B)(6) 2017 analysis of the pump on (B)(4) 2017 revealed no anomaly. As per the pump¿s log, fentanyl with concentration 4,000.0 mcg/ml was being administered at a dose rate of 1,462.5 mcg/day in addition to clonidine with concentration 100.0 mcg/ml at a dose rate of 29.19 mcg/day as of (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.